Event description:
During a gyn lap (gynecological laparoscopy) procedure, two cutting forceps (lot fr170424 and lot fr177234) did not function and showed a "re-grasp" error message . In addition, during activation, the coag tone does not change either. The default setting of the cutting forceps used was pk coag 100 effect 3. The generator used for the two cutting forceps was an esg-400 with sn (B)(4) software version 04.11.01.00. According to the reporter, there was no apparent delay in the procedure other than having to change instrument and energy device approximately between 3-5 minutes. There was no patient harm or injury reported due to the event. No user injury reported. Customer confirmed that there is nothing wrong with the esg-400. This patient identifier (B)(6) ( lot fr177234) report is related to a report with patient identifier (B)(6) (lot fr170424).

Manufacturer narrative:
The subject device is being shipped to legal manufacturer for evaluation. To date, the subject device has not yet been received by the legal manufacturer. The cause of the reported issue is unknown at this time. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
Correction to d4, please see d4 for further details. The dhrs for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. A total of 47 units were produced under this lot number with no associated ncrs, reported scrap or recorded process deviations relating to the reported failure. As the device is not returning, a physical device inspection could not be performed. Even though the initial complaint couldn't be confirmed, the observed failure is a known phenomenon likely resulting from the re-grasp feature notifying to re-position the jaws and to ensure enough tissue is between the jaws. The following is included in the device instructions for use (IFU): "if forceps jaws come in contact with each other when the power is activated, instrument will short out and the generator display will show ¿re-grasp¿. Release the forceps jaws so they are not in contact with each other and the device will become operational." Olympus will continue to monitor the field performance of this device.